Event description:
"On (B)(6) 2011, the (B)(4) representative at maquet (B)(4) reported that the hcu 30 serial number unknown was not able to reach the target temperature above 20 deg c when used on a patient for a week. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the (B)(4) technician and the 3 way valve actuator and shunt valve were replaced. (B)(4)."